Manufacturer narrative:
The customer reported a complaint that the driveshaft of the autopulse platform (sn (B)(6)) was found to be hard to rotate to the home position to allow the removal of the lifeband was confirmed during the visual and functional testing. The root cause of the reported complaint was the sticky driveshaft clutch area, usually caused by sharp edges from all 12-hex edges of the armature plate or burrs on the clutch rotor's surface, likely attributed to normal wear and tear. During the visual inspection, it was noted that a section of the lifeband's band had been wrapped around the driveshaft, as the customer had cut it before sending the device for evaluation, thus confirming the customer's complaint. The affected portion of the lifeband was removed to resolve the issue. The archive data indicated user advisory (ua) 45 (not at "home" position after power-on/restart) messages, which the customer did not report. The ua45 indicates that the drive shaft is not at the home position when the autopulse is powered on. The ua45 message can be easily cleared by returning the drive shaft to the home position using the administrative menu. However, in this case, the sticky driveshaft clutch interrupted the user from rotating it to its home position. The autopulse platform failed the initial functional testing due to the (ua) 45. The driveshaft could not be rotated as a result of the sticky driveshaft. Deburring of the clutch plate was performed to remedy the encoder driveshaft issue. Following service, the autopulse platform was subjected to a final run-in test using the 95% large resuscitation test fixture (lrtf) with known good test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with serial number (B)(6).

Event description:
As reported, the driveshaft of the autopulse platform (sn (B)(6) was found to be stuck. Per the reporter, the driveshaft was noted as not returning to the home position to allow the removal of the lifeband. It is unknown when the problem occurred. However, patient use information was requested but no additional information was provided.

Manufacturer narrative:
Zoll has not received the platform for investigation. A follow-up report will be submitted when the product is returned, and the investigation has been completed.